Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the loading process. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Tandem technical support confirmed the alarm and identified a pump motor issue, deciding to replace the pump. The customer will use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. A replacement pump with updated software was sent, and the caller received instructions on the necessary steps, including storage and returns. The customer understood and acknowledged all instructions.